Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels in the 200s (mg/dl) for a week. Customer administered boluses and insulin injections to treat bg levels. Reportedly, customer is on vacation and believes that bg levels may be due to the high elevation environment. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.